Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced connect power immediately hazard alarm. The patient called the ventricular assist device (vad) emergency line and was transported to the emergency department via emergency medical services for a system controller exchange. The log files were submitted for review. The log files captured an onset of power cable disconnects on the black power cable starting on 13may2026 20:52. The log files continued to capture power cable disconnects all throughout the log and at time, a dual power cable disconnect. There was no pump interruption during these events as the emergency backup battery (ebb) functioned as intended. Additional log files captured the controller being reconnected to the driveline on 14may2026 at 0037. The event log file captured continued low voltage hazard events when disconnecting either power lead.